Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini cubie was jammed and was unable to recover. A field service engineer manually opened the mini drawer and cleared a medication jam caused by overstuffing. The pharmacists logged in and inventoried the drawers to confirm resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini cubie had become jammed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.